Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a negative result first, then a positive result was produced with the second test 25 minutes later. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customertook the test the first time and the test cameback negative and he decided that he was going to take the test again after 25 minutes and the 2nd test came back positive." "Spoke with customer; customer understood that he shouldn't have taken the test that close together. He was going to reach out to his pc to see if he could take a pcr test. He also wanted to know if we could replace the test, so he would have it at a later day to go back to work etc."

Manufacturer narrative:
Medical device expiration date: unknown. The customer's address is unknown. (B)(6) USA has been used as a placeholder based on the reported phone area code. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Manufacturer narrative:
H.6. Investigation: this summarizes the investigation results regarding a complaint that alleges ¿customer received discrepant results¿ via the bd veritor at home covid-19 test (material # 256094), batch number unknown. ¿customer tested twice, had negative result the first time and a positive result the second time¿. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. There are no current trends against discrepant results. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It was reported while testing for sars-cov-2, the bd veritor¿ at-home covid-19 test produced a negative result first, then a positive result was produced with the second test 25 minutes later. There was no report of adverse patient impact. Eua# (B)(4). The following information was provided by the initial reporter: "customertook the test the first time and the test cameback negative and he decided that he was going to take the test again after 25 minutes and the 2nd test came back positive." "Spoke with customer; customer understood that he shouldn't have taken the test that close together. He was going to reach out to his pc to see if he could take a pcr test. He also wanted to know if we could replace the test, so he would have it at a later day to go back to work etc."